Event description:
New information noted that the patient presented in the clinic and more oversensing episodes were noted. The noise could not be reproduced in the clinic with isometrics. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition during and post procedure. No oversensed episodes recorded on post operation check.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock due to right ventricular lead noise. The patient was in stable condition. No intervention was performed. The patient would continue to be monitored.